Event description:
Covidien received information stating that during patient use an 840 ventilator had a communication error. The customer reported that the patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the breath delivery unit (bdu) printed circuit board (pcb) and the graphic user interface (gui) alarm. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).